Event description:
It was reported that this right atrial (ra) lead exhibited undersensing and low out of range pacing impedance. Technical services (ts) reviewed the reports and provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported.